Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 30-degree endoscope plus optics were only directed upwards and could not be rotated. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that according to the procedure report and perioperative protocol there was a surgery in the urology department on (B)(6) 2025, with the system sk0584.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint regarding the optics directed upward and could not be rotated was confirmed by failure analysis. The probable root cause of binding on camera instrument adapter is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.